Event description:
The iliac stent was implanted on 2/17/97 in a diabetic amputee. The fluoro-angio showed good flow through the stent. Four hours post-implant, the pt was returned to the o.r. With no pulse in the extremity. Stent was occluded and, rather than use a thrombolythic aagent to dissolve the thrombus, physician chose to removed the stent. It was removed without incident.